Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient who was part of a clinical study underwent a breast augmentation surgery with a left-sided 300cc mentor memorygel breast implant and a right-sided 275cc mentor memorygel breast implant. Post-operatively, the patient presented with skin erosion, which was confirmed by a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right implant. Refer to manufacturing report number 1645337-2023-05942 for the contralateral event.

Manufacturer narrative:
On february 15, 2024, mentor received additional information. In addition to skin erosion, the patient presented with bilateral breast asymmetry, which was addressed with a bilateral breast revision surgery on (B)(6) 2019. Reason for device explant and/or reoperation: anisomastia, skin erosion. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2026, mentor received additional information that indicated that the patient experienced systemic and ongoing anxiety. After clinical review of this file performed on april 13, 2026, it was decided to remove health effect - impact code, f19 and health effect - clinical code, (B)(4), to more accurately capture the reported event.

Manufacturer narrative:
On december 12, 2024, mentor received additional information indicating that the patient also experienced anxiety. The patient had undergone breast implant removal and replacement surgery on (B)(6) 2019. The replacement devices were the following: (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7658751 sn: (B)(6) and (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7658751 sn: (B)(6). The principal investigator assessed this event as severe in severity, serious, not related to the device. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.